Event description:
It was reported that the upper and lower cases of the external pulse generator had a broken clip cover and a broken clip. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the heart block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, two side bails were missing, the ring was bent, the battery drawer was broken, the battery flex was contaminated, and the heart lead flex was contaminated. (B)(4).